Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed two coils into the target vessel using a non-penumbra microcatheter. The physician then attempted to advance a smart coil through the microcatheter; however, resistance was experienced while advancing. After several attempts to advance the smart coil, it was unable to advance beyond the middle of the microcatheter and therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.